Manufacturer narrative:
Initial reporter phone #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during surgery, a patient woke up unexpectedly from anesthesia due to the medication (propofol) running back into the connection line and out of the injection valve on a bd connect a¿ stopcock with valve & extension tubing. An additional sedation medication (sevoflurane) was administered to assist in further sedating the patient. There was no exposure or additional medical interventions reported.

Manufacturer narrative:
Investigation summary: bd was not able to duplicate or confirm the customer¿s indicated failure mode. Customer reported leakage issues; however no sample was available for evaluation which is essential to perform a better investigation. Quality records have been consulted for tracking and trending purposes and no issues like this are detected which means pretty low occurrence. Product is functional tested and no incidents with leakages have been reported. Process fmea (B)(4) was reviewed and there are proper controls in place to detect product malfunctions. Always refer to IFU for product usage recommendations. We will keep monitoring the manufacturing process and in case any emerging trend is detected, further actions will be taken if necessary. Investigation conclusion: based on investigation results to date, root cause for manufacturing process cannot be determined.